Event description:
Letter from attorney alleges that the pt was severely burned while in the nursing facility's care, resulting in pt's death.

Event description:
Letter from attorney alleges tht the pt was severely burned while in the nursing facility's care, resulting in her death.